Event description:
An ophthalmologist reported that a female pt experienced bilateral corneal abrasions after using complete multipurpose easy rub formula for the first time. Cornea os was affected more than od. Pt treated with vigamox and is improving while still under treatment. We are attempting to obtain info from the pt; no response. Attending ophthalmologist listed the event as severe and the relationship of the prod to the event as definitely.

Manufacturer narrative:
Method: other - a review of the records for this batch of prod has not revealed any anomaly during the mfg processes. The returned complaint unit has been forwarded for testing; physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. Root cause has not been established.